Event description:
It was reported the patient had a loss of therapeutic effect. The patient wanted to know how much stress could impact the way their device operates. It was noted that the patient worked at an extremely stressful job and the more stress they had the more problems they had with their device. The patient had fewer problems when their stress went down. The patient said their previous urologist said that stressful situations were a factor in the patient¿s condition and the patient guessed it was still the case. The patient was not sure if it was their condition or if it had anything to do with their device. It was reported that this had been going on probably for about a week. The patient had been doing fine from their implant date up until (B)(6) 2014. The patient stated it got really bad on (B)(6) 2014 and that is when they started experiencing lead pain again and retention problems. The patient noted the pain was from their stimulation wire and if they turned the stimulation level up it was normally not painful at all. When the patient felt stress they seemed to have pain from stimulation level, but if they turned the stimulation level down the patient started retaining again. The patient said they had not touched the stimulation level. When the patient was not under stress their stimulation level seemed to be fine but when they were under stress they started having retention problems even with a higher stimulation level. The patient noted that they did better during the weekend and stated ¿it seems to medicate just a bit. When the patient went back to work at the beginning of the week things were stressful again and the patient retained a lot more the night prior to report like they were before. The day of report had been another stressful day at work and the patient noted that nobody checked their device yet. The patient had an appointment scheduled for (B)(6) 2014. The patient also saw their healthcare provider a couple of weeks prior to report and they did some reprogramming and the reprogramming seemed to be working extremely well up until (B)(6) 2014. The patient also mentioned they were told to set the stimulation and forgot about it as far as constantly changing settings. The patient was also told to rotate through programs as needed to find out what worked. It was later reported the patient was still having concerns regarding their device or therapy but were working with their doctor or manufacturer representative. The patient had an appointment scheduled for (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0kljv, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0kljv, implanted: (B)(6) 2014, product type: lead. (B)(4).